Event description:
It was reported that a pump constantly alarms to close the door. The customer stated that the door is closed, however the pump is not recognizing the closed door. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval was able to confirm and reproduce a "door not fully latched" alarm. The alarm was caused by a loose link screw. During the eval, the alarm was eliminated by securing the screw, however, the screw will be replaced to prevent the alarm.